Event description:
It was reported that during preparation for a photoselective vaporization of the prostate procedure, it was noted that the fiber beam was forward firing. There was no patient involvement with the defective fiber. There were no courtesy messages prompted on the console. A second fiber was utilized to successfully complete the procedure without patient complications.